Event description:
It was reported that the lights on the unit would go on an off when cable was in use. Further, there was pt involvement but no adverse consequences were reported. The case was completed with another cable.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.